Manufacturer narrative:
Investigation description: complaint confirmed. The engineering logs (see files section) were reviewed and instances of the battery dropping 20% in less than an hour were found. Afterwards the ilet battery, when charging, would increase faster than expected. This is likely a fuel gauge communication issue on the mainboard.

Event description:
It was reported that the ilet pump experienced rapid battery depletion, with the user stating the device was approximately 80% charged the prior evening and fully depleted within a few hours the next day, and that the user lacked access to the charging pad at the time of the call; a replacement charging pad was ordered with expedited shipping and the user planned to call back for troubleshooting once able to power on and sync the device for log review. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms, no emergency intervention, and no hospitalization. Investigation included instructing the user to power and sync the device for engineering log analysis and arranging replacement of the external charger to support evaluation. Investigation of this case revealed that no on-call diagnostics could be performed while the device was unpowered and without the charging pad, and that engineering review would require device power and data synchronization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending power restoration and log review.